Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband took her to hospital. Customer's reading was over 500 mg/dl on the hospital meter, and she does not remember the exact reading. She was placed on insulin IV. Customer was also on another IV bag, but does not know what was in the IV. She attributes high blood glucose to pump not delivering properly. The pump is being returned and replaced.